Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon withdrawal, incorrect marker band placement and vessel harm was noted. The 2.5 x 15 mm apex monorail balloon was advanced to the 60-70% stenosed, proximal left anterior descending artery (lad) for predilation. The balloon was inflated to 10 atms for 10 seconds; however, when inflating the balloon, only the proximal three-fourths of the balloon was inflated and was not symmetrical to the marker bands. It was noted that the ostial of the diagonal was "harmed" due to the way the apex balloon was inflated. It was believed that the marker bands were in the wrong position. When the physician deflated the balloon and attempted to remove the device, withdrawal resistance occurred. The apex balloon was removed by dialing the balloon up and down, and was eventually withdrawn from the pt. The procedure was completed by successfully implanting a non bsc stent in the lad. No additional pt complications were reported with the pt's current condition listed as "good". Additional information was requested, but was not received.